Event description:
It was reported that pump displayed malfunction alarm while customer was charging pump in humid bathroom during shower. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any further malfunction alarms occurred, and no additional issues were reported.